Event description:
It was reported that patient underwent total hip arthroplasty. Approximately one month later in 2009, the pt was revised due to dislocation and the liner and head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.